Manufacturer narrative:
(B)(4). Per DHR the product hemolok xl clips 6/cart 84/box, lot # 73g1500671 was manufactured on 08/04/2015 a total of (B)(4) pieces. Lot was released on (B)(6) 2015. DHR investigation did not show issues related to complaint. The customer returned seven clips of product 544250 hemolok xl clips 6/cart 84/box for investigation. The returned clips were visually examined with and without magnification. Visual examination revealed that four clips were returned opened, two clips were returned closed, and one clip was received partially closed. Visual examination of the open clips revealed that three clips appear typical with no observed defects or anomalies. The other open clip appears to have a damaged hook. White stress marks can be seen in the material indicating trauma. Microscopic examination revealed that a piece of the hook is missing. An uneven, crystalline surface is visible at the point of separation indicating that the product was damaged and is not a molding issue. Visual examination of the two returned closed clips revealed that the clips appear typical with no observed defects or anomalies. Visual examination of the returned partially closed clip revealed that the other remarks: clip appears typical. The hook is partially latched as if the applier was not clip was not closed fully using the applier. However, no defects or anomalies were observed on the clip material. (B)(4). A functional inspection was performed using lab inventory compatible clip appliers (B)(4). The partially closed clip was reopened and loaded into the jaws of the applier. The clip was then closed to completion and re-examined. The clip was able to close fully. Each of the four opened clips was then loaded on the jaws of the applier and an attempt was made to close each clip onto overstressed surgical tubing. Three of the clips functioned with no difficulty. However, the clip with the broken hook will not close as the hook cannot latch onto the bosses due to the damage. The IFU for the appliers for this product were reviewed as a part of this complaint investigation. The IFU instructs the end user, "before applying a clip, verify the structural size and condition of the vessel or structure and use the proper size clip." The IFU also instructs the end user to "always check the alignment of the applier jaws before use." A corrective action is not required at this time as only one clip was found to be defective. However , the damage observed appears to be a result of trauma to the material as the point of separation shows white stress marks in the material and an uneven crystalline surface. It is unknown how the product was handled prior to or during use and it is unknown what appliers were used and in what condition the appliers were in. The reported complaint of clips not closing was confirmed based upon the sample received. One of the seven returned clips was confirmed to be unable to close as a piece of the hook was broken off. However, the damage observed appears to be a result of trauma to the material as the point of separation shows white stress marks in the material and an uneven crystalline surface. It is unknown how the product was handled prior to or during use and it is unknown what appliers were used and in what condition the appliers were in. A device history record review was performed on the clips with no evidence to suggest a manufacturing related cause. Therefore the potential cause of this complaint issue could not be determined based upon the information provided and the sample received.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box, lot #73g1500671 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips cannot be closed after ligating the tissue. The patient's condition was reported as fine.